Event description:
It was reported that during a lap appendectomy procedure, the reload fell out of the device into the abdominal cavity on two different occasions. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.